Event description:
It was reported that the customer's pump battery died, preventing them from resuming insulin. Due to the issue, there was an impact on the customer's blood glucose level, as it was displayed as "high," although the specific value was unknown. The customer corrected this by using a manual insulin injection and did not require third-party assistance. The issue was attributed to user error, as the customer did not understand the need to reset and reload the pump cartridge. Technical support educated the customer on the correct procedure, resulting in the successful resumption of insulin. The system was confirmed to be operating properly, and no further assistance was required.